Manufacturer narrative:
As no further information regarding this case is expected, we consider this event closed. If new details are received, a follow-up report will be submitted.

Event description:
Boston scientific received information that during a routine follow-up, abnormal pacing impedances, loss of capture and muscle stimulation were observed with this right ventricular lead. Additionally, it was noted that pacing inhibition of greater than 2 seconds had been observed. During intervention, the lead was surgically abandoned and another lead successfully implanted in the absence of serious injury.